Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30115525l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest that led to death. The patient had history of severe heart failure. Previous history of bi-ventricular implantable cardioverter defibrillation (bi-v ICD) suggesting ejection fraction of less than 35%. During the procedure, the physician wanted to get to rid of the flutter. Cycle length began to slow down during the ablation. In was then noticed that the patient decompensated as blood pressure dropped. The physician checked for an effusion in the intracardiac echo (ice) but no effusion was observed. The patient coded and died despite full resuscitation efforts, including medication, chest compression and oxygenation. The physician did not attribute the causality of the event to the bwi product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2019. The physician stated that the patient had acidosis from anesthesia which was the reason the patient coded. (B)(4).